Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
The customer reported via the sales rep that while a total hip replacement, using an exeter stem and v40 head was being carried out, the surgeon was reducing the hip, the trial head slipped off the trial stem and fell into pt's pelvis. The customer added that another surgeon was called to assist in retrieving the trial head. Customer added that the surgeons then cut through the iliac crest to retrieve the trial head. Customer further reported that the trial head was successfully retrieved and surgery was then carried out to completion afterwards with about 15-20 minutes delay.